Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 03-aug-2016. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Patient's medical history included uterine tube removed due to extra-uterine pregnancy. Essure was inserted thus to the other side only in (B)(6) 2015. Spiral was inserted without constraint, 6-8 coils remained visible. Follow-up examination was performed in (B)(6) 2016, then spiral was clearly distinguished. The patient was using mini pill until follow-up examination. Pregnancy was detected in (B)(6) 2016. Medicated abortion was performed in the beginning of (B)(6) 2016. Correction on 16-aug-2016: case upgraded to incident in accordance with the classification received from the local health authority. Questionnaire for pregnancy under essure received on 29-aug-2016:patient's demographic information was provided. On (B)(6) 2015, essure ess305 lot number c68799 was inserted during follicular phase. Her last menstrual period occurred (B)(6) 2015. Under uterine findings prior to insertion section, it was noted that other uterine tube removed due to ectopic pregnancy during mirena use (B)(6) 2015, iud removed. She used progestin only pills and cerazette as contraception before relying on essure (from (B)(6) 2015 to (B)(6) 2016). On (B)(6) 2016, a transvaginal ultrasound was performed as essure confirmation test. Then, the patient was advised by the doctor to rely on essure. In (B)(6) 2016, pregnancy was detected. In (B)(6) 2016, patient had a medicated abortion. Essure was not removed. Company causality comment:this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy diagnosed 6 months later. She underwent an elective abortion. This event is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, patient was using backup contraception until follow-up examination which was performed 3 months after insertion, and the spiral was clearly distinguished. Since the pregnancy was diagnosed approximately 6 months after essure insertion, a contraceptive failure cannot be excluded. This case was initially not regarded as incident, as the abortion was elective and no serious injury had been reported, however the case was upgraded to incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Questionnaire for pregnancy under essure received on 29-aug-2016: patient´s demographic information was provided. On (B)(6) 2015, essure ess305 lot number c68799 was inserted during follicular phase. Her last menstrual period occurred (B)(6) 2015. Under uterine findings prior to insertion section, it was noted that other uterine tube removed due to ectopic pregnancy during mirena use (B)(6) 2015, iud removed. She used progestin only pills and cerazette as contraception before relying on essure (from (B)(6) 2015 to (B)(6) 2016). On (B)(6) 2016, a transvaginal ultrasound was performed as essure confirmation test. Then, the patient was advised by the doctor to rely on essure. In (B)(6) 2016, pregnancy was detected. In (B)(6) 2016, patient had a medicated abortion. Essure was not removed. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy diagnosed 6 months later. She underwent an elective abortion. This event is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, patient was using backup contraception until follow-up examination which was performed 3 months after insertion, and the spiral was clearly distinguished. Since the pregnancy was diagnosed approximately 6 months after essure insertion, a contraceptive failure cannot be excluded. This case was initially not regarded as incident, as the abortion was elective and no serious injury had been reported, however the case was upgraded to incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 04-nov-2016: ptc global number (B)(4). Lot number c68799, production date 27-jun-2014, expiration date 30-jun-2017. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event and lack of efficacy cannot be totally excluded. However, the medical event and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar adverse event case reports have been received locate in relation to the reported batch. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-nov-2016 for the following meddra preferred term: pregnancy with contraceptive device. The analysis in the global safety database revealed 2953 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy diagnosed 6 months later. She underwent an elective abortion. This event is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, patient was using backup contraception until follow-up examination which was performed 3 months after insertion, and the spiral was clearly distinguished. As the pregnancy was diagnosed approximately 6 months after essure insertion, a contraceptive failure cannot be excluded. This case was initially not regarded as incident, as the abortion was elective and no serious injury had been reported, however the case was upgraded to incident in line with health authority's assessment. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.